Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported that therapy cuts off randomly, once every week or every 2 weeks. Issue started several weeks ago per caller. Technical services(ts) reviewed reasons/how therapy can turn off; it's either due to battery depletion or someone turned therapy off. Caller said patient doesn't use the handset, however, there are 2 nurses that uses the handset when recharging. Caller said in one occurrence the implant battery was at 70%. Caller said he'll monitor to see if reason for therapy off is due to implant battery depletion. Ts redirected to healthcare professional (hcp).